Manufacturer narrative:
There was no death or device malfunction associated with the alleged defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the alleged event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. No problem found.

Event description:
A us distributor contacted zoll to report that a patient's nurse reported that she was holding the patient's monitor and felt a shock. There is no evidence that the patient was treated. The download data, from the days surrounding of the alleged event, does not show any automatic events or flags indicating that a treatment or gel deployment occurred. Based on the available information, there is no indication of a treatment event. There is no indication of medical intervention. There is no indication of serious injury. Reporting event out of an abundance of caution as the unconfirmed treatment was alleged by a medical professional.